Event description:
Patient had medtronic synchromed ii pump implanted in early 2008. Problems immediately arose because swelling never went down and actually got worse. Visits to doctor-s-monthly said that it was just seroma or fluid. The fluid was measured to a softball in the stomach where the pump was and of golf ball sized in the back where the catheter was sewn to. After patient requested a test to see if it was spinal fluid, the surgeon agreed that it was spinal fluid and scheduled another surgery. When stomach was opened, the catheter was laying in patient's stomach totally detached from port entry causing spinal fluid to leak into stomach and causing medicine to pour straight into stomach. The pump was re-attached in late 2008 during surgery. Dates of use: 2008. Diagnosis: facet arthropathy. Degenerative disk disease.